Event description:
Voluntary medwatch received states that low impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.